Event description:
It was reported that the patient was suffering from otitis media on the non-implanted contralateral ear. After implantation, the patient contracted ipsi-lateral otitis media on the implanted ear. Repeated treatment did not have any effect. The patient was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.